Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. &#842; according to the complainant, during the procedure, the wire was broken. The procedure was completed with another sensation snare. &#842; there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.